Event description:
Procedure type: hemicolectomy. According to the reporter: the first sulu placed malformed staples, not the proper b-shape. In the box, there is also a misformed staple. After that, they used another sulu that correctly placed proper b-shaped staples. A small piece of colon was resected due to the product problem.

Manufacturer narrative:
(B)(4).